Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005, indicative of shocking into an open circuit. This device also recorded high out of range shocking impedance values. Technical services (ts) recommended further review and possible replacement of the associated right ventricular (rv) lead. Information from the field suggested that the physician discussed system replacement with the patient, however they chose to leave the emergency room (ER) against medical advice. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005, indicative of shocking into an open circuit. This device also recorded high out of range shocking impedance values. Technical services (ts) recommended further review and possible replacement of the associated right ventricular (rv) lead. Information from the field suggested that the physician discussed system replacement with the patient, however they chose to leave the emergency room (ER) against medical advice. This device remains in service. No adverse patient effects were reported. It was subsequently reported that this device delivered appropriate therapy and that the impedance on the therapy was high and out of range. It was further reported that commanded shocks had been performed and that the impedance results were lower than with the delivered therapy. Technical services (ts) could not establish a reason for the in-range shock impedances, as no apparent changes had been made to the device programming. Continued monitoring by the physician was planned.